Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No additional information is available. Due to lack of information, an exact cause of the reported event cannot be confirmed. Potential causes include: surgeon damaged surrounding soft tissue, implant irritates soft tissue, incorrect implant size selected, patient pathology.

Event description:
It was reported that in 2008 a patient was implanted with an unknown peek cage. Approximately 3 years later, the patient experienced inflammation at the surgical site and they were revised. Additional information is not available at this time.

Manufacturer narrative:
Return status unknown.

Event description:
It was reported that in 2008 a patient was implanted with an unknown peek cage. Approximately 3 years later, the patient experienced inflammation at the surgical site and they were revised. Additional information is not available at this time.